Event description:
It was reported the patient died secondary to comorbid conditions and post-operative complications. Comorbid conditions included batten¿s disease, dystonia and seizure disorder. Post-operative complications included fever, respiratory distress and hypoxia. The patient underwent surgery for stimulator placement on (B)(6) 2014. The patient did well until (B)(6), 2014 when they needed increased oxygen. Increased secretions were cultured and returned positive for pseudomonas organism. The patient had atelectasis and pneumonia. Later the patient experienced respiratory failure and was placed on ventilator support. Antibiotics were administered and surgery was done for debridement of left chest wound infection. The patient continued to be intubated and their fever continued. The patient¿s pulmonary compliance slightly improved and the chest x-ray was clearing. MRI showed no brain infection. Respiratory failure, wound culture growing pseudomonas and coliform, possible aspiration pneumonia, feeding intolerance, and history of chronic lung disease were all present. Antibiotics were discontinued and comfort measures only were put in place. Intravenous fluids were discontinued due to concerns regarding increased respiratory secretions. Multiple episodes of oxygen desaturation resolved with suction. There were also multiple episodes of bradycardia. The patient died three weeks after implant of device. The event was unexpected and unanticipated and was noted as probably related to the device.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead, product ID neu_unknown_ext, product type extension. (B)(4).